Event description:
It was reported that this 63 y/o old female patient had a left knee that was revised due to the recall; no other reason reported. There were issues during the revision procedure. The patient was revised to exactech devices. The patient was last known to be in stable condition. The devices will not be returned; hospital will not allow. No other information available.

Manufacturer narrative:
Device evaluated by MFR: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent poly swap/revision was reported to be due to device recall. No other reason reported. Concomitant medical products: 02-020-13-0225 - truliant cr cem fem cr cem left sz 2.5, 5442542, 02-022-45-2515 - truliant tib fit tray cem sz 2.5f / 1.5t, 5605697, 200-02-29 - three peg patella 29mm, 5786814.

Manufacturer narrative:
H6. Investigation results - the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided. These devices are used for treatments, not diagnosis. There is no other information available.